Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a broken-out rash that was raw. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to discontinue use of the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.